Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 320 mg/dl while wearing the pod between 36 and 48 hours. The patient reported cannula being bent while wearing it on the hips/buttocks. For treatment, the parent changed out the pod.

Manufacturer narrative:
The device was received fully deployed. Investigation of the cannula assembly did not find the soft cannula bent, kinked, or damaged. An 0x1c alarm generated in the device data, indicating the pump has reached expiration time after 80 hours of operation. The downloaded data confirms the device operated for 80 hours. No timeouts or drive stalls were observed in the device data. No damages or defects were observed with the device that could affect insulin delivery. The device operated as intended, completing 80 hours of operation without any issues in the data. However, the exact cause of the reported communication issue could not be determined.